Manufacturer narrative:
Investigation results: device evaluated by MFR: wolverine cb mr, ous 10mmx3.50mm was returned for analysis. Visual and tactile inspection and no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues however the device was received with the balloon detached from the device inside of the blade protector. Microscopic analysis revealed the detached balloon had no visible tears or pinholes in the balloon material. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. The distal markerband was detached from the inner lumen and remained inside of the detached balloon. Microscopic examination identified that the inner lumen of the polymer extrusion was detached/broken just below the distal tip of the device and the inner lumen was slightly stretched in the distal extrusion at the break site.there was no damage to the remainder of the device. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as cause not established. Product analysis identified that the inner lumen was stretched and broken, and that the balloon and distal markerband were detached from the device. The manufacturing review performed did not identify any issues, deviations or non-conformances with the batch which may have led to the reported issue. Based on the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established.

Event description:
Reportable based on device analysis completed on 27-feb-2026. It was reported that shaft break occurred. A 10mmx3.50mm wolverine coronary cutting was selected for use but was noted to be fractured after unpacking. The procedure was completed with another of same device. The patient was stable post-procedure. However, returned device analysis revealed that markerband and balloon detachment occurred.